Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that there is hub separation. The returned syringe was examined and was returned with the hub-needle/shield assembly separated from the barrel. Sample will be forwarded to manufacturing ((B)(4)) on 10sep2020 for further review. As per manufacturing, ¿a DHR review was unable to be completed due to the catalog number not being correct with this batch. The customer has it as 328821 and in our files that batch goes with ns328822 and ns324902¿. Conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause: on 08sep2020, (B)(4) received photo complaint, material #328821, batch # 9084960. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #63451 was opened for bent tips. The infeed dial was out of timing. Corrective action: the infeed dial was retimed. Rationale: CAPA # 1630423 has been opened to address this issue."

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe hub separated from it before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: the customer stated "the hub separated from the barrel."